Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had eight months remaining battery longevity then a few months later reached elective replacement indicator (eri). Engineering analysis then showed no low voltage fault was set but the device was depleting in a manner consistent with low voltage capacitors advisory. Moreover, therapy delivery of the device was unaffected. It was also indicated that the device should be replaced or battery status should be reassessed. As of this time, this device remains in service. No adverse patient effects were reported.